Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient did not charge their ipg. As a result the patient lost therapy and the ipg was deemed inoperable. Surgical intervention was undertaken to replace the ipg. Effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated.